Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by caller that patient had no relief. During call, it was reviewed how to use the communicator and handset to check therapy status and increase amplitude. Caller increased patient amplitude to the point where they could detect stim sensation. Caller further mentioned that patient was in rehab for a unrelated medical condition for a couple of weeks, and had multiple falls both in rehab and at home. Caller was redirected to follow up with healthcare professional (hcp) to discuss falls and lack of therapeutic effect. More information was received from caller on (B)(6) 2019 with them stating that patient had another fall last night and now was feeling pressure in their tail bone. It was reviewed considerations regarding stim sensation and pelvic floor region. It was recommended that if the pressue sensation was uncomfortable that patient should decrease stim, and follow up with the hcp. No further complications were reported or anticipated.